Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray 1.2 was failed. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device mini drawer tray 1.2 failed. A field service engineer found that the adjacent left panel was misaligned, physically blocking the mini tray/drawer opening mechanism. The fse adjusted and secured the panel¿s position to restore proper clearance and functionality for all drawers in the unit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.